Manufacturer narrative:
Product analysis: the device returned in two parts. Size on strain relief is 0.035¿ x 135cm. A stretch was observed on the catheter. An inhouse 0.035 wire was loaded in through the hub and could not exit the tip of the device due to the stretching and damage observed on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a trailblazer support catheter during procedure to treat a plaque lesion in the patients right proximal s uperficial femoral artery (sfa). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without iss ue. Embolic protection was not used. The vessel was not pre or post dilated. The device was not passed through a previously deployed stent. No resistance was not encountered when advancing the device. It was reported the tip of trailblazer support catheter detached in patients vessel. A snare was used to remove detached component. A replacement non-medtronic device was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Failure to osseointegrate is a well-known and inherent risk of dental implants and is documented in the literature across implant systems1, 2 (see e.g., keller, 1995; bornstein, 2008,). Paltop dental solutions inc. Provides IFU with all implants. Failure to osseointegrate and loss of osseointegration (implant mobility) is identified as an adverse reaction and identified in the list of warnings in all end-osseous dental implant labeling. The specific cause for a particular complaint is often not readily identified as there are various factors that contribute to the risk of implant failure. These include systemic medical conditions (uncontrolled diabetes mellitus, aids, osteoporosis), poor bone quality and quantity of bone in which the implant is implanted, medications (corticosteroids, bisphosphonates), harmful habits to healing (smoking), secondary infection and/or surgical trauma, unexperienced clinician, improper surgical technique, or mobility of the implant leads to its removal or replacement, hence dental implant failure. In addition, a rate of implant failure that does not affect the products'' risk assessment does not require investigation as it is a well-known failure mode that has been adequately studied in the past.